Event description:
It was reported that a pacing lead implanted in the bundle of his was undersensing. The pacing lead implanted in the bundle of his remains in use. It was reported that the right ventricular (rv) lead exhibited undersensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.